Manufacturer narrative:
(B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed in the photos. The indicated failure mode was not observed in testing of the sample. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes were improperly assembled. No report of serious injury or medical intervention.